Manufacturer narrative:
Updated section: report source - other: third-party technician.

Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. The device was scrapped by the service center after the evaluation was completed.